Event description:
Customer reportedly obtained a result of 271mg/dl on the compact plus system while exhibiting hypoglycemic symptoms. No action was taken on the result, however, customer then tested 65mg/dl on an additional system within a half hour. Customer was then given juice due to a result of 65mg/dl. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.